Event description:
The company representative reported a couple weeks later that the case was cancelled and they haven¿t had any communication with the patient.

Event description:
It was reported that the implantable neurostimulator (ins) was not recharging any longer. The last it was charged had "been quite a while."it had been a few months since the patient wanted therapy again. The healthcare provider (hcp) wanted to coordinate a time with the patient and a manufacturing representative (rep) for the next appointment. About a month later it was reported that an overdischarge was not confirmed. The stimulator was not working and the battery was dead. The patient had not recovered, with symptoms and issues still ongoing. They were trying to decide to replace the battery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 355531, lot# n308038, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39, lot# n305892, implanted: (B)(6) 2011, product type: accessory. Product ID: 37752, serial # (B)(4), product type: recharger. Product ID: 3550-p4, lot # n301443, implanted: (B)(6) 2011, product type: accessory. Product ID: 37092, lot # 298480001, implanted: (B)(6) 2011, product type: accessory. Product ID: 8591-38, lot # d10027, implanted: (B)(6) 2011, product type: accessory product ID: 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial # (B)(4), product type: programmer, patient. Product ID: 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial # (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Additional information received reported that a battery replacement for the patient¿s spinal cord stimulator (scs) should take place on march 23. The healthcare provider (hcp) did not know if the device would be returned to the manufacturer for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.